Manufacturer narrative:
A product investigation is in progress.

Event description:
Tampon separates and frays [device breakage]. Case narrative: consumer reported via e-mail that tampon separates and frays. No injury reported.

Event description:
Tampon separates and frays [device breakage] probable manufacturing cause [manufacturing issue] case narrative: consumer reported via e-mail that tampon separates and frays. No injury reported.

Manufacturer narrative:
Probable manufacturing cause identified as a result of the lot code investigation completed on (B)(6), 2022. An investigation is in progress for returned product received on (B)(6) 2022.

Event description:
Tampon separates and frays [device breakage]. Probable manufacturing cause [manufacturing issue]. Case narrative: consumer reported via e-mail that tampon separates and frays. No injury reported.

Manufacturer narrative:
Cause was traced to manufacturing. Action plan is in place.